Event description:
It was reported that there was skipped ventricular beat noted on telemetry while patient was in the hospital one day post implant of implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).